Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, a 4.0 x 38 rx xience xpedition coronary stent system was advanced and implanted in the target lesion; however, when the balloon was being deflated, the patient began experiencing extrasystoles seen on electrocardiogram. Reportedly, there was no treatment or medication given. The balloon was completely deflated and the physician tried to remove the balloon urgently, force was applied and the distal shaft of the stent system, balloon included, separated into two pieces inside the guiding catheter. The guiding catheter and stent system were successfully removed as a single unit from the patient anatomy. Once outside of the patient anatomy, the separated portion of the stent system was now stuck inside the introducer sheath. An attempt was made to post dilate the lesion but was unsuccessful. Reportedly, the lesion was sufficiently treated and the extrasystoles resolved when the guiding catheter and stent system were removed from the patient anatomy. There was no adverse patient sequelae and the patient was discharged from the hospital on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Xience xpedition is currently not commercially available in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.